Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 35 mmol/l with symptoms of nausea, vomiting, thirst, lethargy, and dizziness. The reporter stated that the patient visited an emergency room and was treated with insulin via injection and intravenous fluids. The patient had resumed pump therapy after receiving a replacement device. The reporter reviewed the pump history and found that the basal totals did not match. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump history indicated an issue recording basal deliveries.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: the pump's black box showed ten 'exceeds max total daily dose limit' warnings on (B)(6) 2017 at 22:46 and deliveries resumed at midnight. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The pump was exercised for 24 hours with no issues found. The alleged issue could not be duplicated.